Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of ixempra at an unspecified rate, with a volume to be infused (vtbi) of 310ml, for a duration of 3 hours, and the delivery was started. No further programming parameters were provided. The custom contact reported that within 1 hour after the initiation of the delivery, the device alarmed vtbi complete and the solution bag was empty. The device was removed from clinical service. The physician was notified. At an unspecified time, the patient was prophylactically treated with 1l of normal saline. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The pump history was printed at the manufacturing facility. The pump history indicated that the pump continued to be in use after the reported date. All data from the reported event date of 2008, was overwritten by the newer information. This report represents all the information known by the reporter upon query by hospira personnel.